Manufacturer narrative:
Pump received with blank display and battery heating up due to c13/lcd.

Event description:
Customer reported via phone call that he insulin pump heated after putting battery. Customer blood glucose level was unknown. The device will be returned for analysis.